Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three good faith effort (gfe) attempts were performed to retrieve responses based on additional information and a response was not provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, indication phenomenon was not confirmed in the local investigation, as a result, no probable causes could be identified. Additionally, the phenomenon "no output from digital visual interface" occurred as a result of a faulty circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite video system center was displaying images with low brightness during an unknown procedure. The customer indicated that only tissue in close proximity could be seen clearly. There was no procedural delay, patient injury, nor medical intervention associated with this event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The evaluation noted no output from the digital visual interface signal due to a faulty printed circuit board. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.